Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was cracked and had a display that could not be read. The drive support cap did not appear to be damaged. The blood glucose reading was 118 mg/dl. The insulin pump was not replaced or returned for analysis.